Event description:
Stent balloon breakage: the stent balloon was broke when the pressure reached to 8 atms. Then the physician changed to use another stent to complete the procedure. The device will be returned for investigation. The target lesion was the lad. There was no calcification or tortuosity. The lesion as 85% stenosed. There was no difficulty removing the product from the packaging and no other damage noted prior to using the product. The device prepped normally. Three devices from another mfrs were used and successfully used with other devices. There was no resistance friction reported and no difficulty crossing the lesion. The product was removed easily and intact. There was no pt injury.

Manufacturer narrative:
One non sterile cypher select + 2.75mm x 23mm was received coiled inside a plastic bag. Kinks were observed along the shaft. Residues of inflation medium were observed. The stent was not received. An attempt to inflate the balloon was performed. A leak was observed at the distal section of the balloon. The leak section was observed at the distal area of the balloon. Sem (scanning electron microscope) analysis results showed that the balloon leak could have been caused by external surface damage; the balloon leak-site inner surface showed no evidence of surface damage. The leak sites surface irregularities and shape suggest that the failure occurred from the outside to the inside. The exact cause of the possible external damage could not be conclusively determined. The marker band presented no anomalies. A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. The reported failure was confirmed; it was caused by external surfaced damage on the balloon; however, the exact cause of the damage on the balloon and the kinked shaft could not be conclusively determined. Neither the DHR review nor the product analysis suggest that the reported failure and kinks are related to the mfg process. It is likely that procedural factors could have contributed to the kinks and damage found on the balloon. Therefore, no corrective or preventive actions will be taken. The balloon burst complaint was confirmed; however, the exact cause of the damage to the outside of the balloon could not be determined. There is no evidence of mfg or design issues that contributed to the event. Inspections are in place to ensure that no damaged products leave the facility. And procedural issues may have contributed to the confirmed event.